Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
The patient expired due to unknown causes and was found by the police. The device was explanted during an autopsy. There was no alleged malfunction against any abbott device.